Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump had fluid ingress, causing the pcb to fail. The failed pcb caused the pump to be unable to be turned on, and could not be tested. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump "does not alarm no food when air in tube". The initial reporter also stated that this was discovered during testing and that there was no patient involved. (B)(4).